Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited high out of range right atrial (ra) pace impedance measurements. There was ra noise and oversensing resulting in inappropriate atrial tachy response episodes. The device remains in service. No adverse patient effects were reported.